Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump was not giving full bolus. Customer¿s blood glucose was in the range of 150 to 300 mg/dl at the time of incident. Customer stated that the insulin pump had no delivery alarms. Customer stated that the insulin pump alarmed no delivery when it reaches to 2 unit and stop delivery of insulin. The insulin pump will be returned for analysis.